Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced redness and bulging at the stoma site. The patient was advised to have the stoma evaluated at the health center. On (B)(6) 2024, the patient was evaluated and diagnosed with a stoma site infection. The infection was identified early and the patient was prescribed metronidazole oral 200 mg for seven days. On (B)(6) 2024, the stoma was much better, it was red and slighlty inflamed with small granuloma (which was usually present). The peg tube mobilized without difficulty and the stoma site was being cleansed daily with povidone-iodine, as prescribed by the patient's physician.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.